Event description:
The rptr called in for a replacement meter. She had received er1 messages, but was not sure why. She stated that her er1 probably resulted from not putting enough blood on the strip. The rptr did not seek any medical advice, nor alleges any harm done. She requested the fasttake meter as replacement for the surestep.